Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (universal chuck with t-handle, part number 393.10, lot number 3165180). The subject device was returned to the manufacturer with the complaint reporting that the universal chuck t-handle (393.10 lot 3165180) was found to be broken during sterile processing at the facility; there was no surgical or patient involvement. The device was forwarded to service and repair where the complaint condition was able to be confirmed as the handle was found to be broken flush with the device chuck. The device was deemed unrepairable and forwarded to customer quality for investigation. The universal chuck t-handle (393.10) is extremely versatile, mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. The returned instrument was examined and the complaint condition was able to be confirmed as the t-handle shaft was found to be broken and the separated t-handle was found to be bent. The chuck and release collar were found to function as intended. No definitive root cause was able to be determined however the failure mode is consistent with the use of the instrument to apply off-axis loading. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the item broke into two pieces. The repair technician reported the handle broke off the chuck. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was being investigated by the manufacturer it was noted that the t-handle broke off the synthes universal chuck. The handle is cracked and broken.

Manufacturer narrative:
Initial medwatch #(B)(4) mistakenly reported in erroneous serial number (B)(4)?. The serial number of the subject device is not known or not/applicable. The previously reported lot number is valid. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part# 393.10, lot# 3165180 manufacturing location: (B)(4), manufacturing date: 18.may.2009, no ncrs was generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service history evaluation/review was attempted. The investigation of the complaint articles has shown that:no service history review can be performed as part number 393.10 with lot number(s) 3165180 is a lot/batch controlled item. The manufacture date of this item is 28-may-2009. The source of the manufacture date is the release to warehouse date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes universal chuck with t handle was found broken in two pieces during sterile processing at the facility. There was no patient involvement and no procedure. This complaint involves one device. This report is 1 of 1 for (B)(4).